Event description:
Detachable flex shaft (2017-2200) broke during surgery. It was reported that the item broke as the surgeon was trying to drill for a screw for a tritanium cluster cup.

Manufacturer narrative:
As a photo was provided of the device, the event could be confirmed; however, no cause of the reported event could be determined due to the minimal information received. No device lot number provided. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Detachable flex shaft (2017-2200) broke during surgery. It was reported that the item broke as the surgeon was trying to drill for a screw for a tritanium cluster cup.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.